Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing bradycardia. It was further reported that the right ventricular (rv) lead exhibited chronically high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.